Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 140-210 mg/dl fasting. Verified the strips expire 04/30/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 260 mg/dl and 276 mg/dl fasting. Reviewed meter memory: 286 mg/dl (B)(6) 2015 01:58:00 pm fasting: yes; 250 mg/dl (B)(6) 2015 01:56:00 pm fasting: yes; 289 mg/dl (B)(6) 2015 01:48:10 pm fasting: yes; 302 mg/dl (B)(6) 2015 01:46:10 pm fasting: yes; 317 mg/dl (B)(6) 2015 01:45:10 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.